Manufacturer narrative:
Concomitant products: product ID: 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen via an implantable pump for intractable spasticity. It was reported that when the patient¿s pump was implanted on (B)(6) 2016, they did not have drug at the hospital. Water in the pump was used. On (B)(6) 2016, the pump was filled with baclofen 1000mcg/ml. The metrology was not updated and was left at 1000mcl/ml. On (B)(6) 2017, they were correcting the metrology to mcg/ml. The patient¿s current concentration and dose were 1000 mcg/ml at 485.2 mcg/day. Troubleshooting resolved the reported event. Editing the metrology was successful. No symptoms were reported. It was also noted that the patient¿s new concentration was 2000 mcg/ml. There were no further complications reported or anticipated.

Event description:
Additional information received from an hcp reported the patient¿s weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.